Event description:
A malfunction was reported on the pump, indicated by a malfunction code but the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer reported no prior notable events and cts assisted the caller with resetting the pump, which resolved the malfunction without recurrence. Customer was advised to continue using the pump and to contact cts if the issue happened again.